Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was visually inspected, and functional testing was performed. The device did not meet the standard specifications. Based on functional testing, the event, the adhesion/clogging of the material in the a/w channel and a/w cylinder was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). It was confirmed that the section of the device with the foreign material residue had no deformation. There was no report that the device was used for procedure while the event occurred. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. ¿ IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, gastrointestinal videoscope bowden cables were loose. It was unknown when the issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: whitish foreign material was found inside the air/water tube and air/water cylinder. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of bowden cables were loose was confirmed. The device evaluation found the reportable malfunction identified in b5, whitish foreign material was found inside the air/water tube and air/water cylinder. The following non-reportable findings were found during evaluation: the play of the upward/downward angulation control knob was out of standard value due to wear of angle wire, the image had partial dark area due to a scratch on objective lens, adhesive around objective lens had a chip, adhesive around light guide lens had wear, adhesive on bending section cover was detached, and universal cord had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.